Event description:
Revision surgery - due to the pt complaining of instability. The surgeon removed the old tibia insert and replaced it with a thicker insert.

Manufacturer narrative:
The reason for this revision surgery was to address instability the patient developed after 6.1 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for a revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the sixth complaint for this product: one for stability/poor joint issues, one due to wear/excessive wear, one due to trauma, and three due to infection. This is the first complaint for this lot number. The root cause for the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.